Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen, on (B)(6) 2026. On (B)(6) 2026, the patient woke up at 06:30 am, and experienced a dry mouth, dizziness, dehydration, tiredness, nausea, headache, increased thirst, ¿felt like slow like spacey¿, and tachycardia (heart rate in the 120´s). When the patient checked their cgm device they noted that the sensor had failed. The patient took a fingerstick and the blood glucose reading was 319 mg/dl. No new sensor was inserted. The patient, who is a nurse, self-treated with insulin injections. When ketones were tested these revealed large ketones, but no specific value. According to the patient, they were at risk for diabetic ketoacidosis. The patient contacted their endocrinologist, and was advised that if symptoms did not improve, emergency medical evaluation would be necessary. The patient went to the hospital at approximately noon on the same day. When a fingerstick was taken at the hospital the blood glucose reading was 384 mg/dl. The patient was treated with unspecified intravenous fluids. The patient was discharged after spending less than 24 hours at the hospital. There was no indication that the patient was diagnosed with diabetic ketoacidosis. A magnetic resonance cholangiopancreatography was scheduled for 2 days later, for further diagnostic testing. There was no documentation of further medical evaluation or intervention. At the time of the report the patient stated they still experienced fatigue, slowed activity, and mild headaches, but it was understood they had recovered from the hyperglycemic event. The patient stated she would insert a new sensor by tomorrow after the magnetic resonance cholangiopancreatography. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be low counts aberration. No additional patient or event information is available.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen, on (B)(6) 2026. On (B)(6) 2026 the patient woke up at 06:30 am, and experienced dizziness, nausea, headache, increased thirst, and tachycardia. When the patient checked their cgm device they noted that the sensor had failed. The patient took a fingerstick and the blood glucose reading was 319 mg/dl. No new sensor was inserted. The patient, who is a nurse, self-treated with insulin injections. When ketones were tested these revealed large ketones, but no specific value. According to the patient, they were at risk for diabetic ketoacidosis. The patient contacted their endocrinologist, and was advised that if symptoms did not improve, emergency medical evaluation would be necessary. The patient went to the hospital at approximately noon on the same day. When a fingerstick was taken at the hospital the blood glucose reading was 384 mg/dl. The patient was treated with unspecified intravenous fluids. The patient was discharged after spending less than 24 hours at the hospital. There was no indication that the patient was diagnosed with diabetic ketoacidosis. A magnetic resonance cholangiopancreatography was scheduled for 2 days later, for further diagnostic testing. There was no documentation of further medical evaluation or intervention. At the time of the report the patient stated they still experienced fatigue, slowed activity, and mild headaches, but it was understood they had recovered from the hyperglycemic event. The patient stated she would insert a new sensor by tomorrow after the magnetic resonance cholangiopancreatography. No other details were documented. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).